Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing the small intestine in a laparoscopic gastrointestinal surgery, on two devices the surgeon were able to press the green button but the handle cannot be squeezed. To resolve the issue, a new device was used. There was no patient injury.